Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they went to charge the implanted ne urostimulator and the controller went blank/unresponsive. Patient stated that they left the controller plugged into the ac power supply all night and this morning the controller was still unresponsive and would not come on. Patient stated that their controller was at 70% when they plugged it in last night; patient stated that they are hurting bad due to not being able to charge their implant correctly. Patient mentioned that they called their representative who redirected them to patient services. Patient stated that they did drop their controller from their kitchen counter on accident this morning; patient tried pushing the controller buttons but nothing happened. Patient then tried to tap the controller screen and the screen advanced and allowed the patient to charge their implant. Patient stated that they plugged their battery back in and are now up to 80%, but that they are scared of their machine stopping again. Patient mentioned that they were actively charging during the call and the controller seemed to be functioning as it should be. Patient stated that their implant is at 90% charge and their controller is at 40% charge. Patient said that they thought that d ust had gotten on their battery pack or into their controller and maybe that is what caused the controller issues, so patient cleaned the battery pack and controller from any dust. Agent walked patient through an ac power reset; patient confirmed that their contro ller powered on and that they saw the controller light flashing. Agent then had the patient inspect their controller for any visible damage; patient stated that there was 1 pin at the end that was bent. Patient followed up by saying how for the first time ever they are able to walk stairs without pain and that this device is a lifesaver. A replacement controller was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type h3:analysis of the 97745 programmer (ptm) (serial number (B)(6)) revealed no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.